Event description:
The account alleged the brakes are not holding. No pt impact.

Manufacturer narrative:
Tech found the account installed the brake caster incorrectly. The tech installed the brake caster correctly to resolve the issue.